Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/07/2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 595mg/dl with extreme lethargy associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the pump was emitting recurring loss of prime warnings despite changing the cartridge multiple times. Troubleshooting confirmed that the cartridges were being used per the instructions for us. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring loss of prime issue.